Event description:
Pt is complaining of chest pain and sob. Pt had 2 stents implanted in 2003. His chest pain persisted and a 3rd stent was implanted a week later (7 days later). Pt states he "can't even walk to get the mail." Pt now needs coronary artery bypass graft (CABG) because "the stents don't work". Pt called asking if we can help him pay for the CABG because he didn't have enough money for his bypass and his stents "didn't work." Adendum: according to the pt, last hosp visit was today, 2006. He has also rec'd 3 angiograms since his stents were implanted in 2003. According to his physician, the stents are clogged and he needs a CABG. He is scheduled for a cat scan and an ultrasound of the neck in preparation for the CABG surgery.

Manufacturer narrative:
Add'l info will be submitted within 30 days upon receipt. This is 1 of 5 reports submitted for related events that are occurring in 1 pt. Please reference mfg numbers: 3003742466-2006-00785, 3003742466-2006-00787.